Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed pacemaker exhibited loss of capture, far field r wave oversensing and inappropriate mode switch. Programming changes were made. The patient experienced no adverse consequences.